Manufacturer narrative:
A sample device was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported that approximately one month after an intraocular lens (iol) was initially implanted, it was exchanged for another lens due to residual uncorrected astigmatism. Additional information was requested.